Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device could not secure the cutter. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.